Event description:
It has been reported to philips that the system did not start; it was stuck at 00:00. The device was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the system did not startup. Upon some functional test rse found there is some connection issue. Rse asked the user to shut down and restart the system again. After restart was completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.